Event description:
Patient was undergoing embolization procedure using penumbra ruby coils. During the procedure several ruby coils would not detach properly. The physician attempted several times using the detachment handle, but did not succeed. Then the physician attempted to manually detach by pulling on the pull tube using kelly forceps, but this did not succeed either. Physician then tried to snap the hypotube and pull directly on the sr-wire, which still did not work. Eventually the physician ended up removing the coils and using new ones instead. No adverse effect on patient health. It was noted by the sales rep at the case that the patient had tortuous vessels, but not extremely so.

Manufacturer narrative:
Results: all coils are still attached to the pusher assemblies. The pet-lock is broken, and the pull-wire is exposed at the broken end of the hypo-tube of two of the coil pusher assemblies. The proximal end of the hypo-tube that connects to the detachment handle is missing. There is also a kink in one of the pusher assemblies at approximately 36.0 and 40.0 cm from the distal tip. The coils were tested by being manually deployed by hand. All three coils detached without an issue. Conclusion: the complaint has been evaluated. The complaint indicates that the coils would not detach. It also states that the vessel was fairly tortuous. After evaluating the returned product, it appears that there was an attempt to deploy two of the three coils as evidenced by the broken pet-lock. These coils were manually deployed during the evaluation without an issue. The third coil with the pet-lock intact was also deployed without an issue. It is likely that the tortuosity in the vessels caused tension in the coil system making it difficult to retract the pull-wire and detach the coils. This MDR is associated with MDR 3005168196-2013-00497 and 3005168196-2013-00498.